Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime or fill anomalies due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on esc.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are not being able to complete the fill tubing process as they are pressing esc and the insulin pump does not respond. Customer's blood glucose value was 102 mg/dl. The customer also reported on changing batteries still having the same issue. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The device will be returned for analysis.